Manufacturer narrative:
(B)(4). Sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 on the homechoice (hc) during dwell 3 of 6. Home patient (hp) stated she noticed one of the bags fell and disconnected. Technical service representative (tsr) explained alarm and had the hp close all clamps then cycle power to clear both the se 2240 and 2367. Tsr advised hp to discard supplies and start over with new ones. Product surveillance followed up (B)(6) 2010 with the hp who reported the disconnection was between the line and the bag. Hp did not noticed any defect or problems with the bag or cassette prior to use. The hp stated the disconnect was due to human error. The bag was on a little stand and as the fluid drained out, the bag shifted and fell. The hp confirmed as previously reported that the supplies were discarded and the lot number was unknown. The hp confirmed she continued therapy with new supplies. No patient injury or medical intervention was reported.